Manufacturer narrative:
Product complaint # (B)(4). A dispensed needle-suture of product was returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be use of a surgical instrument could be observed. The suture was examined and a knot and body fluids at some barbs were observed; damaged on the barbs was noted and the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The DHR review could not be conducted, because the batch number of the complaint is unknown. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and barbed suture was used. The fixation tab of the suture came off the suture when trying to place the tab temporarily for continuous suturing. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation of the sample it was noted that fixation tab feature was broken.